Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported that the patient received a persona tibia, articulating surface, femur and tm primary patella on (B)(6) 2013. Because of reported pain the patient's persona tiba and articulating surface were revised on (B)(6) 2016. Note the persona tibia, articulating surface and femur are a zimmer biomet warsaw design control. The tm primary patella is a zimmer biomet tmt design control.